Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unknown date, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered. On an unreported date, dianeal pd4 ambuflex therapy had been withdrawn. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k13017, h10j27043 and h10i21138 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.